Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008 the plaintiff was implanted with a monarc sling system due to "stress urinary incontinence and vaginal vault prolapse". It was also reported that in or around (B)(6) 2010 a "surgery to remove the mesh, as well as revisionary surgery, and vaginal reconstruction" occurred. It was alleged tha the plaintiff "began experienced recurrent pelvic pain, erosions, and recurring infection of the tissue around the mesh", "suffered and continues to suffer: from "pain" and "emotional injuries", and that the plaintiff has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.